Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. Event history log review was not required. Functional testing was able to replicate the reported issue; the unit failed three accuracy tests. The root cause was determined to be an out of specification expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an accuracy failure. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.